Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the lad and one resolute onyx des was used to treat the lcma. 1 day post procedure patient had atypical chest pain. Event was treated with medication. Patient recovered. Investigator assessed the event as not related to the anti-platelet medication or index device. Sponsor assessed the event as not related to the anti-platelet medication but possibly related to the index device. Cec adjudicated the event non q-wave mi (tv-lad) udmi peri-pci, septal side branch occlusion.